Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the first firing using a black load (included in device return) the device made a strange noise that according to the surgeon did not appear to be related to tissue thickness. It then made a loud popping sound. After the firing, the line was examined and half of the staples did not fire. The specimen side of the staples appeared to have formed correctly however the sleeve side did not have formed staples. This is easily seen on the pictures. It also appeared that some of the staples were deployed but didn't form at all. Pictures of the staple line are being sent back with the device. The black cartridge used was lot # l4f04p. Seam guard was also used. A new device was pulled and completed the firing lateral to the first firing. A new black load was used and then one green, one gold, and three blue. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: based on the photo evidence of the subject ple60a with an ecr60t cartridge, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good condition. An ecr60t reload was loaded in the device. The reload was received with the right side fully fired, left side outer row fully fired and two left inner rows partially fired. Upon evaluation of the reload, the cartridge body, some drivers and one piece sled were noted to be damaged. Damage to the pan and cartridge body may suggest that the pan became dislodged. The left proximal hook was noted to be bent/damaged. The device was successfully tested for functionality with an ecr60t reload in both the straight and articulated position. The batch record was reviewed and no anomalies were noted during the manufacturing process.